Event description:
The patient's mother reported one of the batteries "actually leaking battery acid". No injury to the patient was reported. The manufacturer requested the "leaking" battery be returned for analysis, and a new battery was sent to the patient.